Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and undersensing. Additional information was received and indicated that the physician believed that this lead had moved since implant. The lead was removed and replaced. No additional adverse patient effects were reported.